Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate and based on the values provided by the customer, tandem customer technical support (cts) verified the inaccurate estimate. The customer's blood glucose level was 220 mg/dl. The customer declined to reload the cartridge and declined cts's offer to follow-up.